Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 36 mg/dl. Additionally, it was reported that the insulin gauge was inaccurate. Additional information was not provided. Customer consumed carbohydrate to address bg. Reportedly, the customer continued to use the pump for insulin therapy.